Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. Upon visual inspection the tissue pad has normal wear and was not detached or melted as reported, the device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that the tissue pad melted partially off during an unknown case. The pieces that fell in to the patient were retrieved. The case was completed with a second same device. No patient consequence.